Event description:
Initial reporter indicated that their patient came into office and when he interrogated the patient, they were set at 0/20/500/30/60. When the patient was last in office, their settings were 1.25/20/250/30/5. During that office visit, a system diagnostic test and normal diagnostic test were performed. The physician reported doing a final interrogation and patient was programmed at the intended settings before leaving the office. It was reported that he sees multiple vns patient and usually has them come in on the same day. He does go from patient to patient with the programming system. The patient's settings were corrected and good faith attempts are being made for programming history to review the cause of the event.